Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A surgeon reported that a preloaded intraocular lens (iol) device was providing incredible resistance in advancing the plunger forward. He stated that it was near impossible to get the iol to move forward. The account manager thought that the lens might have been too cold. Additional information was requested.